Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported intermittent occlusion alarms occurred during bolus and basal delivery. Customer changed supplies to address occlusion alarms, and resumed insulin delivery. Customer reported blood glucose level ranged from 300-400 mg/dl.